Manufacturer narrative:
Complaint conclusion: as reported, a 55cm femoral/jugular trapease permanent vena cava filter was advanced under fluoroscopic guidance to the infra-renal location and deployed. However, at that time, fluoroscopy imaging noted that the trapease filter had not expanded. The filter did not expand at all. Multiple images were then taken confirming the filter position in the vena cava. A second trapease filter was then inserted through the internal jugular vein (ijv) and successfully deployed to pin the first unexpanded filter to the caval wall which was confirmed with images. There was no attempt to retrieve the filter. The patient was stable after the second filter was deployed but later expired. It is unknown as to why the patient expired. The right internal jugular vein (ijv) was prepped. Right ijv was accessed with ultrasound guidance. Unknown contrast was administered to the vena cava. The operator was trained on the trapease permanent vena cava filter device. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The device, nor other products used with the device, did not kink or bend at any time. The product, nor any of the other devices used with it, had not been resterilized. No acute bends, tortuosity, calcification, thrombosis or stenosis were noted, and the cava was under 30mm. The device was not retrieved; therefore, was not returned. The device was not returned for analysis. A product history record (phr) review of lot 17823822 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter~incomplete expansion or death¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as operator technique, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during the procedure. Possible procedure complications include, but are not limited to, the following: air embolism, hematoma at the puncture site, incorrect positioning of the filter, perforation of the vessel wall, restriction of blood flow, occlusion of small vessel, distal embolization, infection, intimal tear, filter fracture or thrombus formation.¿ additionally, the IFU instructs users to inspect packages and devices prior to use for any signs of damage. If any type of damage is noted, users are trained to identify the damage and immediately switch the device out for a new one. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 55cm femoral/jugular trapease permanent vena cava filter was advanced under fluoroscopic guidance to the infra-renal location and deployed. However, at that time, fluoroscopy imaging noted that the trapease filter had not expanded. The entire filter was underexpanded. It didn¿t expand at all. Multiple images were then taken confirming the filter position in the vena cava. A second trapease filter was then inserted through the internal jugular vein (ijv) and successfully deployed to pin the first unexpanded filter to the caval wall which was confirmed with images. There was no attempt to retrieve the filter. The patient was stable after the second filter was deployed but expired later. It is unknown as to why the patient expired. The right internal jugular vein (ijv) was prepped. Right ijv was entered under ultrasound guidance. The vena cava was entered, and unknown contrast was administered. The operator was trained to the trapease permanent vena cava filter device. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The device did not kink nor bend at any time. The other devices used with the product did not kink nor bend at any time. The product, or any of the other devices used with it, had not been resterilized. No acute bends, tortuosity, calcification, thrombosis nor stenosis were noted, and the cava was under 30mm. The device was not retrieved; therefore; cannot be returned.